Event description:
It was reported that during a laparoscopic procedure, extra force was applied when the surgeon was firing the device. The washer could not be broken by the knife. The device was very difficult to remove from the bowel. Another device gave the same results. The procedure was converted to open and another device was used to complete the case.